Event description:
It was reported that after a period of time, the epg (external pulse generator) powered down, leaving a patient bradycardic, until a new device was used. The patient did have an underlying rhythm. A new battery had been placed in the epg prior to use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The keyboard pad was observed to be stained.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.